Manufacturer narrative:
Gbo complaint number:(B)(4). Received customer picture. Received 1 pc 450230/unknown batch. No batch# was provided by the customer. Unfortunately without basic information, a thorough investigation is not possible. We forwarded the complaint, picture and sample to our affiliated headquarters in (B)(4) from which we receive the components of the product. Testing (on separate samples) for the required force to break the hinge was performed. It was shown approximately 100 newton are needed to break off the hinge. There are no similar complaints from other customers and comparable defects have not been observed by production during manufacturing or ipcs. Additional investigation was performed on the assembly machine for this product, which went through a thorough maintenance review. There was no indication of failures during the inspection. This cannot be attributed to a product malfunction.

Event description:
Customer states that the phlebotomist was preparing her barrel and needle to preform phlebotomy and she noticed that the safety shield attached to the barrel was broken away and not fully attached.